Event description:
It was reported that the customer experienced ongoing intermittent elevated blood glucose (bg) levels which ranged from 398-600 mg/dl; cause was unknown. Customer delivered a correction bolus via the pump to address bg. Reportedly, the customer continued to use the pump for insulin therapy. Recommendation was made to discuss diabetes management with a health care professional.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.